Event description:
Following a fall, the patient felt no stimulation sensation in his area of paresthesia when stimulation was on. The patient's status was reported as 'good'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.